Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: investigation summary: customer returned (3) open 4mm, 32g pen needles without the tear drop label. Customer states that the pee needles were clogged. All returned pen needles were examined and all exhibited a bent non patient end of the cannula, which could prevent insulin from properly flowing through the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: confirmed: embecta was able to duplicate or confirm the customer¿s indicated failure (bent non patient end of the cannula).

Event description:
It was reported that 5 bd nano¿ pro ultra-fine¿ pen needles were clogged during the flow check. The following information was provided by the initial reporter: "consumer reported finding per box about 5 pen needles clogged during the flow check."